Event description:
It was reported via repair work order that the retractable head section will not lock due to a broken/damaged lock assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.